Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient¿s spouse who answered the phone and asked for a call back, that the patient was in bed and that they were having a hard time with their blood pressure. On (B)(6) 2019, the patient¿s spouse reported they were concerned that the patient ripped off the bandages earlier that morning (which the spouse was thinking they were wet and noted they also had some bleed through) and they were worried that something was jarred loose. The spouse noted they covered the patient¿s back area again with clean dressing. While on the call, connection was established and it was noted that the patient was feeling the stimulation comfortably at 2.4. On 2019-oct-14, the patient¿s spouse mentioned the patient¿s lead may have gotten loose. On 2019-oct-14, the patient stated that they were worried the leads moved. It was noted they spoke with the manufacturer representative (rep) and they made adjustments. The patient was noted to be currently on program 3 at 3.0 and comfortable. On 2019-oct-17, the patient¿s spouse stated that the patient had worse bladder symptoms and that they had soaked through several pads. On 2019-oct-19, the patient¿s spouse mentioned they spoke with the patient¿s rep and found out the therapy was turned off. The patient¿s therapy was not back on program 3 and the stimulation was set at 3.0. The rep mentioned that the batteries on the ens may be close to dying. There were no further complications reported.